Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive on the upper portion of the display, leaving the user stuck on the cgm graph screen, and a small crack was visible at the top right of the screen; the device remained functional but was no longer watertight, and a replacement ilet was arranged with instructions provided for shutdown and data syncing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user reported that blood glucose was not impacted. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen fracture with a stress-related problem identified on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.